Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) displayed code 1003, indicative of battery voltage too low for the projected remaining capacity. Furthermore, there were differing longevity estimates given over the last several months from 6 years to 5.5 years. It was noted, the device was sensing and pacing appropriately. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. Additional information noted that the device was explanted and replaced. No issues were noted during the explant. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
The device was expected for return but has not been received. Boston scientific has made three attempts to obtain additional information on the device return and information regarding the product location were unsuccessful. If this device is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) displayed code 1003, indicative of battery voltage too low for the projected remaining capacity. Furthermore, there were differing longevity estimates given over the last several months from 6 years to 5.5 years. It was noted, the device was sensing and pacing appropriately. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) displayed code 1003, indicative of battery voltage too low for the projected remaining capacity. Furthermore, there were differing longevity estimates given over the last several months from 6 years to 5.5 years. It was noted, the device was sensing and pacing appropriately. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. Additional information noted that the device was explanted and replaced. No issues were noted during the explant. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The device was expected for return but has not been received. Boston scientific has made three attempts to obtain additional information on the device return and information regarding the product location were unsuccessful. If this device is returned, analysis will be performed, and this report will be updated. The product has returned for analysis.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) displayed code 1003, indicative of battery voltage too low for the projected remaining capacity. Furthermore, there were differing longevity estimates given over the last several months from 6 years to 5.5 years. It was noted, the device was sensing and pacing appropriately. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. Additional information noted that the device was explanted and replaced. No issues were noted during the explant. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.